Event description:
It was reported the patient had an acticon device revision due to infection and fluid loss. It was reported that, "all components were filled with sludge and debris." No additional patient complications were reported in relation to this event.

Manufacturer narrative:
The acticon device was visually inspected. There was a leak in the cuff pillow that was the result of wear at a fold. The pump and balloon were not functionally tested due to the confirmed cuff leak. Pump, catalog #: 720046-01, serial #: (B)(4), expiration date: 04/10/2011, manufacture date: 04/2008; balloon, catalog #: 72402106, serial #: (B)(4), expiration date: 06/04/2012, manufacture date: 06/2007; cuff, catalog #: 72401960, serial #: (B)(4), expiration date: 01/22/2013, manufacture date: 01/2008;

Manufacturer narrative:
Correcting: was reported as: pump: catalog #: 720046-01, serial #: (B)(4), expiration date: 04/10/2011, manufacture date: 04/2008. Corrected to: pump: catalog #: 72402287, serial #: (B)(4), expiration date: 02/22/2013, manufacture date: 02/2008.